Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. Requested, not yet received.

Event description:
It was reported that one of the pins in a rasp fell out prior to use in a procedure. The pin did not fall into the patient and another device was used to complete the procedure without delay.